Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin was squirted from infusion set when priming. Customer also reported that the insulin pump had been required to prime or rewind more than once and received unexplainable no delivery alarms. Troubleshooting was declined for insulin pump issues getting upgraded insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.